Event description:
It was reported that a spectrum iq pump would intermittently return back to home screen if on a menu. They would hear a beep as if pressing a button on the keypad and then the menu screen would change. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The device was found to be within specification during testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition 'damaged keypad' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.